Manufacturer narrative:
(B)(4). Concomitant medical products: ep-189021 - e1 vngd as tib brg 11x63 - 141080. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is unavailable by hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00390.

Event description:
It was reported that the patient underwent left knee revision approximately 3.5 years post implantation due to instability. The femoral component and articular surface were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices were received; therefore the condition of the components is unknown. The DHR was reviewed and no discrepancies relevant to the reported event were found. Primary operative notes does not suggest any intra operative complications. Revision operative notes were not provided. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.